Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). According to the complainant, the suspect device was kept by the hospital and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent has been implanted in a transgastric position to treat a pancreatic pseudocyst during an axios stent placement for pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the implantation site was examined with eus doppler prior to deploying the stent. According to the complainant, on (B)(6) 2020, the patient was brought back to the hospital due to vomiting of blood. A surgeon saw the patient and consulted the gastrointestinal (gi) department for possible removal of the axios stent. The patient was later scheduled for an esophagogastroduodenoscopy (egd) with stent removal procedure. During the procedure, it was noted that the stent was occluded with pancreatic debris so the physician performed a debridement of the stent prior to removal. The stent was attempted to be removed using forceps and snare when bleeding was noted in the stomach. Interventional radiology was called and code blue was initiated. Patient was given more than 15 units of blood, was stabilized and was transported for interventional radiology. Reportedly, interventional radiology stopped that bleeding and the patient was transferred to his room. On, (B)(6) 2020, a stent removal and pancreatic debridement procedure were performed successfully. An additional stent was also implanted. Reportedly, the source of the patient's bleeding was the splenic artery. It is unclear if there was a relationship between the stent and the vomiting of blood and the bleeding in the stomach; however, the interventional radiology physician noted that the bleeding in the stomach was from the necrotizing pancreatitis. The patient's current condition was reported to be okay.